Event description:
It was reported that during an implant attempt the guide wire got stuck inside the lead and was difficult to remove. It was also reported that the lead was difficult to advance. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the guidewire was stuck in the lead, the lead was stretched, and the lead appeared to have been damaged at implant.